Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the expiration of cubies. A technical support specialist (tss) provided requested instructions via email. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the device faced issue with expiration of cubies. It was reported that cubies sent to remote snf and alf facilities expired before loading due to the 24-hour limit. 0ther pharmacare locations indicated that extending the period of use (po) to 14 days prevented premature expiration. The customer requested on how to apply this change, especially as el paso deliveries were delayed by air transport, reducing the usable window. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the device faced issue with expiration of cubies. It was reported that cubies sent to remote snf and alf facilities expired before loading due to the 24-hour limit. 0ther pharmacare locations indicated that extending the period of use (po) to 14 days prevented premature expiration. The customer requested on how to apply this change, especially as el paso deliveries were delayed by air transport, reducing the usable window. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex b grid, imdrf annex c grid, imdrf annex d grid. Upon investigation of the actual device used in this incident, a technical support specialist (tss) explained that the needed setting was found in myqlink under the purchasing tab in the suppliers list, where the appropriate supplier could be edited. Tss clarified that the days to delete old pos setting controlled how long a po remained valid before expiring. Tss noted that if the current timeframe did not give the receiving site enough time to receive and restock items before expiration, the number of days should be increased to better fit their operational needs. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the device faced issue with expiration of cubies. It was reported that cubies sent to remote snf and alf facilities expired before loading due to the 24-hour limit. 0ther pharmacare locations indicated that extending the period of use (po) to 14 days prevented premature expiration. The customer requested on how to apply this change, especially as el paso deliveries were delayed by air transport, reducing the usable window. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.